Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6)2021 through (B)(6)2024.

Event description:
The patient reported: I keep biting my cheek and I am experiencing pain on the side of my jaw. Customer service explained that the issue is due to the movement of her teeth through treatment, which is causing her teeth to catch on her cheeks. The patient was advised to file down the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.